Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure, the fast fix that did not deploy t2. It is unknown how the procedure was completed and if there was a delay, however, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D4: lot number and expiration date updated. H4:device manufacture date updated.

Manufacturer narrative:
Internal complaint reference (B)(4) the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned with an extra device. The device being inspected is the one with the blue split cannula. The device has been partially actuated. Both t1 and t2 anchors are attached to device. The needle doesn't appear to be bent. The depth tube has been cut. A functional evaluation revealed the device functions as intended. Both anchors could be deployed with pressure applied behind them. A review of the customer provided images reveals that 3 devices appear to have been unused with both anchors still attached to the device. Another image reveals 1 device has been bent with both anchors still attached to the device. A review of the instructions for use found: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Slide the gold trigger forward to advance the second implant (t2) into the ready position. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.